Manufacturer narrative:
The event of pain is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side pain. The device has been explanted.

Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Based on the additional analysis performed for the fis involved in (B)(6) 2017, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch, this defect is considered a workmanship.

Event description:
Healthcare professional reported left side pain. The device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified deformation device, weight to the spec, split in patch area and creases fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is split in patch area, assessed as a workmanship. No issues found related with the manufacturing process. A further investigation for the event of workmanship has been initiated. Once completed, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side pain. The device has been explanted.